Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibited signs of circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the failure mode was indicative of a fracture beneath the metal cap; the glass cap exhibited severe devitrification; the metal cap exhibited severe burnt on detritus. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to "end fire / forward-fire after approximately 15 minutes, @ 538,775 joules of use". The procedure was completed using a second fiber. Patient outcome: "no patient injury".